Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The complaint confirmation of a transmitter failed error could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was not performed as there was no data available. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.